Event description:
Manufacturer report number: 1627487-2019-05488.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Manufacturer report number: 1627487-2019-05488. It was reported that the patient had a system explant for unknown reasons.